Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Lot number 4l65490 belongs to article 60123890, which is a sub component of 04.168.000s. DHR will be performed with following article and lot number combination. Part # 04.168.000s, lot # 4l65490, manufacturing site: grenchen, release to warehouse date: may 28, 2019, expiry date: may 1, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the broken screw head is jammed in the plate's hole.there are several mechanical damages visible on the entire surface. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: a dimensional test is not appropriate, since the broken part is still jammed in the plate's hole and all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Conclusion: our investigation has shown that the complaint condition for the broken screw is confirmed due to the provided pictures and the received part. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing. This and the findings above let us exclude a manufacturing related issue. Based on the provided information we are not able to determine the exact cause of this breakage of the screw. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: neck fix anti-rotation scr l100 tan (product code: 04.168.500, lot #: 3l89386, quantity: 1); neck fix bolt l95 tan (product code: 04.168.295, lot #l845373, quantity: 1); lockscr ø5 self-tap l42 tan (part # 413.342s, lot # 43p6069, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a femoral neck system appeared broken on x-ray of patient. More details to come. Revision surgery to remove broken implant and revise with total hip arthoplasty. Concomitant device reported: unknown fns antirotation screw (part # unknown, lot # unknown, quantity 1), unknown fns bolt (part # unknown, lot # unknown, quantity 1). This complaint involves two (2) devices. This report is for one (1) femoral neck system plate 1 hole - sterile. This report is 2 of 2 for (B)(4).

Event description:
The original procedure was performed on (B)(6) 2020. There was no trauma noted at time of reinjury but the patient was performing physical rehab exercises causing the injury. A revision to a total hip arthroplasry was successful. Concomitant devices: neck fix antirotation screw (part # 04.168.500, lot # 3l89386, quantity 1), unknown fns bolt (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: code 3191 used to capture surgical intervention and medical device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.